Manufacturer narrative:
(B)(4). Device evaluation: the customer returned one arrow guide wire and one non-arrow guide wire for investigation. No dilator was returned. Visual examination revealed the guide wire is kinked approximately 29.6 cm from the proximal end. Both welds were observed to be full and spherical. A manual tug test revealed that both welds are intact. Microscopic evaluation confirmed the kinks and no offset coils or separations were observed. The guide wire measured approximately 60.4 cm in total length which is within specification of 59.6-60.4 cm. The outside diameter (od) of the guide wire measured approximately 0.795 mm which is within specification of 0.788-0.826 mm. Instructions for use, describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history records was performed and did not suggest any manufacturing related issues. Therefore, the potential cause of this complaint issue could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being inserted into the patient's internal jugular in the emergency department. During insertion, the physician attempted to thread the guide wire through the dilator but it was sticking. The guide wire became kinked. As a result, the physician used a cook guide wire to successfully complete the procedure. There was no delay in treatment and no patient death or complications reported.